Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that there was blood inside the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.